Manufacturer narrative:
B5: per updated information the lens was exchanged for a shorter length lens on (B)(6)2023 and the problem resolved. Cause of event was unknown. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens of -12.5/1.5/90 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault was observed, lens remains implanted . Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.